Manufacturer narrative:
Submit date: 09/29/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the tubing disconnected from the chest bottle.